Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas and the reported bleeding could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU lists infection (driveline, pump pocket, and local) and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account communicated on 16may2019 confirming that the patient had streptococcus pseudopneumoniae.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 12 months. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a driveline infection on (B)(6) 2019. The patient experienced tenderness, bleeding and pus at the exit site. The patient underwent an incision and drainage procedure and wound debridement. It was reported that the patient would continue with routine care. No additional information was provided.